Manufacturer narrative:
(B)(4).

Event description:
This pacemaker was explanted and replaced because there was noise on the rv lead. After the lead was replaced there still seemed to be noise so this pacemaker was replaced. The new pacemaker seems to be functioning fine, the new rv lead has noise as well though.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be larger than 85%. The header of the device was analyzed. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition a sensing test was performed and the device sensed the attached heart signals free of noise. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.